Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant of this system, an alert was generated for atrial intrinsic amplitude out of range. Additionally, the presenting electrogram on the same day showed oversensing of noise for approximately one second on the left ventricular (lv) channel. Programmed parameters were documented, and the clinic was informed of the clinical observations. No adverse patient effects were reported.